Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation check, it was noted that the left ventricular lead was not capturing. Lead dislodgement was confirmed via chest x-ray on (B)(6) 2019. Lead revision was discussed. The patient was stable throughout.